Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 during removal of a locking compression plate which was implanted on (B)(6) 2012; three out of six screws on the distal tibia were removed. It was reported that the surgeon noticed that the hexagonal part of the screwdriver shaft was worn and it had too much backlash from the beginning. After that, he tried to remove the remaining three screws, but the screw head spun around and could not grasp the screw. Then he used an extraction screw, but could not grasp the screws again. Since he felt insecure about the driver head, he gave up further removal, also the removal of the screws at the proximal side and closed the operation. There was no adverse effect on the patient, because the bone union was completed. The second removal operation is planned in three months. This report is for an unknown screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.

Event description:
Facility reported conformation of attrition at the edge of the screw sled part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 3 unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.